Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unintended movement (clip open - locked) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na.

Event description:
This is filed to report the clip opening while locked. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. The clip was placed a2/p2 medial with gradient of 4mmhg. During pre-deployment, the clip arms remained closed during establishing final arm angle (efaa); however, during lock line removal, the clip started to gradually open to 30-45 degrees. The physician stopped pulling lock line and closed the arm positioner tightly again. The physician continued removing the lock line and the clip remained closed. The clip was stable on both leaflets. The decision was made to add a second xtw clip laterally for stability, however the gradient was too high (8mmhg), so the clip was removed. Final mr was at grade 1. The pressure gradient returned to baseline. The physician was satisfied with the result. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.